Event description:
It was reported on medwatch report that the pt had arthroscopic surgery for right shoulder slap tear with mild instability. An on-q control sys was introduced into the glenohumeral joint. In 2006, chondrolysis of right shoulder was reported.

Manufacturer narrative:
The info contained herein is based on the info provided by the initial reporter. The prod was not available for eval and investigation. Without the actual prod, part number, lot number, or actual details of the incident, an analysis cannot be conducted. The medwatch indicated that the pt had arthroscopic surgery 2004, for a right shoulder slap tear with mild instability. An on-q control sys was introduced into the glenhumeral joint. In 2006, chondrolysis of right shoulder was reported. No confirmation was provided that this prod was mfg by I-flow. The on-q pump directions for use (dfu) contain a warning that states: "avoid placing the catheter in joint spaces. Although there is no definitive established causal relationship, some literature has shown a possible association between continuous intra-articular infusions (particularly with bupivacaine) and the subsequent development of chondrolysis." I-flow has also prepared a technical bulletin entitled "what we know about chondrolysis today" that is available. If add'l info that is pertinent to this event becomes available, I-flow will submit a f/u report.